Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge showed that the jaws were clamped shut up and the black adapter was broken off from the reload. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. Surgeon tried to fire the reload with the powered handle, put the reload into the abdominal cavity and right after that the reload was broken. Especially the distal part of the reload was broken. Scrub nurse pulled out the reload with the needle holder and changed to a new reload to finish the procedure without any additional event. The handle worked fine with other reloads.